Event description:
The pt reported after wearing the pod on her right leg, the site was painful, warm and red the size of a "toonie". The night before ((B)(6)) her blood glucose reached 20 mmol/l (360 mg/dl) and her current bg is 13.4 mmol/l (241 mg/dl) at the time of the call. She called back to report on "(B)(6) 15" 1:00 am she went to the hospital and they confirmed that her leg was badly infected. They placed her on an intravenous drip with doses of antibiotics medication every 6 to 8 hours. She was released from the hospital on (B)(6) at 9:00 am. Her site was still very red, hard and hot at the time of the call. She has a follow up appointment with the doctor within the next 24-48 hours. In a follow up call the pt reported her site was really painful and there was an abscess which had to be drained at the hospital. She was given antibiotics of clindamycin 300 mg intravenously. She also stated that she has eczema skin condition that could have contributed to the reported infection. Her next doctor appointment is on (B)(6) 2014.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.